Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No check settings alarms were noted. However, the pump alarmed external flash crc error during the self test due to a faulty component on the mother board. No loss of settings were noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer sat in an electric vehicle while it was charging and insulin pump received an external flash crc error alarm and errored out and settings returned to factory settings. Insulin pump had to be reprogrammed. Customer's blood glucose was unknown. Insulin pump was reset and continued to function. Customer was advised that insulin pump would need to be replaced.